Event description:
It was reported via repair work order that the brakes were not holding due to worn brake plates. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4): customer performed own repairs. Customer consulted service tech via phone.